Manufacturer narrative:
(B)(4). Final report : additional information including event description details, confirmation of the awareness date, date of implantation, part numbers, lot codes, x-rays, operative notes, patient medical history, if patient experienced any trauma has been requested in order to progress with the investigation of this event. This information was not provided, therefore the scope of the investigation was limited. As the device details were not provided, the manufacturing records could not be identified. Based on this, no further investigation can be performed and the root cause of the event remains unknown. The case is now considered closed. If additional information is provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex knee tibial insert & locking bolt revision due to flexion contracture.

Manufacturer narrative:
Case (B)(4) initial report. Additional information including event description details, confirmation of the awareness date, date of implantation, part numbers, lot codes, x-rays, operative notes, patient medical history, if patient experienced any trauma has been requested in order to progress with the investigation of this event. The relevant device manufacturing records will be identified and reviewed when the appropriate device details will be provided. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.